Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The trek balloon referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a fistula in the posterior lateral artery with 99% stenosis, heavy calcification and heavy tortuosity. The 1.2x12mm mini trek balloon dilatation catheter (bdc) was used for pre-dilatation and had resistance with the anatomy during advancement. The balloon was inflated once at about 4 atmospheres (atms) and ruptured. There was no resistance during removal. Another balloon was used to complete the pre-dilatation. After pre-dilatation, the balloon was upsized using a 2.25x15mm trek rx balloon and resistance with the anatomy was also noted during advancement. The balloon ruptured during the first inflation at about 5 atms. There was no resistance during removal. Prior to use, the catheters were soaked in saline and prepared (air aspiration) outside the anatomy. Another non-abbott balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.